Event description:
Battery for the insulin pump drained rapidly, causing frequent charging issues. There was no reported adverse impact to the customer¿s blood glucose level. The customer decided not to troubleshoot the issue but opted for a new tandem insulin pump covered by insurance.